Manufacturer narrative:
The manufacturer service technician replaced the power cord and returned the unit to service.

Event description:
It was reported that the power cord on the neptune rover had exposed wires. There was no patient involvement and no adverse consequences associated with the device.